Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cap fell off the bd connecta¿ stopcock and resulted in leakage. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the cap fell off the bd connecta stopcock and resulted in leakage. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device history report was conducted for lot number 8152932. During our review, no abnormalities related to this event were found to have occurred during our monitoring of the manufacturing process. According to our records this lot of connecta was manufactured 06/18/2018, and this is the only instance of leakage due to a loose cap occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. A sample could not be obtained for evaluation, and this event could not be evaluated with the supplied photograph. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.